Event description:
Philips received a complaint from the customer reporting the v60 ventilator alarmed that it was in battery power mode despite being plugged in for alternating current (ac) power. The device was in clinical use. There was no report of harm or other patient/user impact. The device was removed from service for further evaluation. A philips field service engineer (fse) evaluated the device and confirmed the issue of battery use in the device event log. The fse completed full performance verification testing (pvt), including battery testing, and was not able to replicate the reported issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.